Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. One opened company handpiece injector was returned for evaluation for the report iol injected into the eye had defects. A visual inspection of the iol handpiece injector was performed and was found to be nonconforming. The plunger is bent slightly upward at the plunger head. A functional thread to barrel engagement check was performed and was found to be conforming. Finally, a dimensional inspection for plunger position height was performed and was found conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. One photo attached to the parent file was reviewed by the manufacturing site. Photo shows a handpiece with a slightly bent plunger. The reported issue of iol injected into the eye had defects could not be confirmed to have been caused by the handpiece. The evaluation does confirm the injector plunger has a bent plunger head resulting in a upward plunger position, which could result in the plunger scratching the lens. The root cause for the nonconforming plunger height is unknown. How and when how the plunger position became damaged cannot be determined from this evaluation and a root cause cannot be determined. The most likely cause of a bent plunger head of the injector is from improper handling of the product. This injector has been in service for approximately 2 years. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, iol injected into the eye by company handpiece had defects in optic necessitating explant of the lens. Additional information was requested, but no further information is available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).